Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was in a vehicular accident on (B)(6) 2014 and she was the driver. Customer reported that she passed out while driving and the police had to stop her car by pulling in front of her. Customer's blood glucose level at the time 27mg/dl. It was also reported that the customer received a no delivery alarm. Troubleshooting occured. No additional information was provided.